Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fos (fiberoptix sensor). The ap (arterial pressure) extension line typically supplied with the iab kit was returned attached to the injection lumen. The one way valve was noted attached to the inflation lumen. The distal end of the teflon sheath was located approximately 28.5cm from the distal tip. A 10ml syringe was returned attached to the side-port of the teflon sheath. Blood was noted within the bladder membrane. No kinks were noted on the central lumen. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos and cal key were connected to the iabp (intra-aortic balloon pump) and recognized. The fos zeroed and displayed an "ok" status. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. See other remarks section for device evaluation continuation. Other remarks: under microscopic inspection, a cut consistent with contact from a sharp was noted approximately 23.5cm from the iab distal tip. No abrasions were noted. A 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab, and no resistance was noted. The swg was able to advance. The swg was back loaded through the distal tip of the iab, and no resistance was met. The swg was able to advance. No blood or debris exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. A cut consistent with contact from a sharp was noted on the bladder membrane. No abrasions were noted. The root cause of the cut is undetermined.

Event description:
While in the cath. Lab the (iab) intra-aortic balloon catheter was inserted via a sheath in the patient's femoral artery. The patient was in the (ccu) cardiac care unit when a helium leak alarm triggered. There was no blood noted in gas line. The pump was reset. Alarmed two more times almost immediately. After third alarm, gas line was reexamined and blood now noticed within the line. At this time the pump was stopped and the attending physician made the decision to remove the catheter. After the iab was removed the patient was hemodynamically stable and did not require another iab. Prior to the event the patient received iabp therapy for three days. Pump strips were generated and are available for review. The patient outcome is listed as; the patient went to surgery. There was no reported patient death, injury or complications. There was a reported delay / interruption in iabp therapy; however no harm was reported to the patient due to the interruption.

Event description:
While in the cath. Lab the (iab) intra-aortic balloon catheter was inserted via a sheath in the patient's femoral artery. The patient was in the (ccu) cardiac care unit when a helium leak alarm triggered. There was no blood noted in gas line. The pump was reset. Alarmed two more times almost immediately. After third alarm, gas line was reexamined and blood now noticed within the line. At this time the pump was stopped and the attending physician made the decision to remove the catheter. After the iab was removed the patient was hemodynamically stable and did not require another iab. Prior to the event the patient received iabp therapy for three days. Pump strips were generated and are available for review. The patient outcome is listed as; the patient went to surgery. There was no reported patient death, injury or complications. There was a reported delay / interruption in iabp therapy; however no harm was reported to the patient due to the interruption.

Manufacturer narrative:
(B)(4).